Manufacturer narrative:
Product has been discarded; no product return is anticipated. Lot number is unknown; unable to perform device history review. Complaint includes occurrences prior to rollout of enhanced in-service training program. Will continue to monitor on monthly trend reports.

Event description:
Account reports 9 needlstick incidents since the implementation of autoshield in 2007. Two recent needlesticks involved patients with hepatitis.